Event description:
It was reported that there was an event where the "setup medication to run at 175ml per hour but it was supposed to 175 mg per hour instead." There was patient involvement and unknown impact. The customer later added the following information: the incident occurred on (B)(6)2025 at 1:19:18pm where it appeared that the rate was input at 175 and volume to be infused as 20. The customer also later clarified that the pump was not associated with the reported issue because it was an error in programming by nursing.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: labeled for single use?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of programming error was not confirmed reviewing the data and no malfunction devices were provided for testing. The external and internal inspection could not be performed as the suspect pump modules and suspect pcu were not received for investigation. The facility provided a description of the event issue and the event logs of the pcu. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The suspect pump modules logs were not provided by facility to ascertain event details associated with the reported issue; only the pcu (s/n: (B)(6) event log was provided. The event issue was 04oct2025 and time approximately at 1:19:18 pm. The facility reported a programming infusion with a setup medication to run at 175 ml per hour, but it was supposed to 175 mg per hour instead, then all the devices involved and infused at the time of the issue were reported. The customer later performs their investigation and clarified the pump was not associated with the reported issue because it was an error in programming by nursing. The log analysis was performed with the pcu event log on to the reported event. At 1:16 pm the suspect pcu was powered on and the four (4) involved pump modules were connected. Pump module (sn: (B)(6)/label a), pump module (sn: (B)(6)/label b), pump module (sn:(B)(6)/label c) and pump module (sn: (B)(6)/label d). From 1:18 to 1:19 the pump module (sn: (B)(6)/label c) was programmed manually with a basic infusion of rate = 175 ml/h and vtbi = 20 ml. The infusion lasted seven (7) minutes and infused 20.021 ml. At 1:19:20 pm the pump module (sn: (B)(6)/label d) was programmed manually with a basic infusion of rate = 9 ml/h and vtbi = 20 ml. The infusion lasted one hour with fifteen minutes and infused 11.251 ml. At 1:19:37 the pump module (sn: (B)(6)/label a) was programmed manually with a basic infusion of rate = 33.3 ml/h and vtbi = 20 ml. The infusion lasted thirty-six (36) minutes and infused 20.01 ml. From 1:26 to 2:18 the pump module (sn: (B)(6)1/label c) basically infused seven complete doses at an interval of one to two minutes between each infusion; the programming was manual with the same rate = 175 ml/h, but with different volumes in: vtbi = 10 ml, vtbi = 10 ml, vtbi = 5 ml, vtbi = 2 ml, vtbi = 80 ml, vtbi = 15 ml and vtbi = 10 ml; they were infused 134.447 ml. From 1:34 to 1:35 pm the pump module (sn: (B)(6)/label b) was programmed manually an infusion of drug = 474 with drug amount = 25000 units, volume 250 ml and patient weight = 191 kg; rate = 19.1 ml/h and vtbi = 50 ml resulting of a dose = 10 kg/h/unit. The infusion lasted an hour and eight minutes, infused 29.332 ml. From 1:55 to 1:56 pm the pump module (sn: (B)(6)/label a) was programmed manually a basic infusion of rate = 33.3 ml/h and vtbi = 50 ml. The infusion took an hour and eleven minutes, infused 27.139 ml. At 2:27 pm the pump module (sn: (B)(6)/label c) was remote programmed an infusion of fentanyl with drug amount = 1000 mcg and volume 100 ml; rate = 17.5 ml/h and vtbi = 80 ml resulting of a dose = 175 mcg/h/ml; the infusion lasted forty (40) minutes and infused 12.031 ml. From 2:34 to 2:35 pm the infusion of the pump module (sn: (B)(6)/label d) was reprogrammed remote with the drug midazolam. Drug amount = 100 mg and volume 100 ml; rate = 9 ml/h and vtbi = 75 ml resulting of a dose = 9 mg/h/ml. The infusion lasted thirty (30) minutes and infused 5.316 ml. From 3:08 to 3:11 pm the four pump modules involved were pressing key channels off, so the infusions stopped; the pump module (label a) was infused 47.426 ml, pump module (label b) was infused 29.332 ml, pump module (label c) was infused 168.116 ml and pump module (label d) was infused 16.567 ml. Then the system was powered off. The alaris pcu system error states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that there was an event with programming error cannot be determined from the provided logs and data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event where the "setup medication to run at 175ml per hour but it was supposed to 175 mg per hour instead." There was patient involvement and unknown impact. The customer later added the following information: the incident occurred on (B)(6) 2025 at 1:19:18pm where it appeared that the rate was input at 175 and volume to be infused as 20. The customer also later clarified that the pump was not associated with the reported issue because it was an error in programming by nursing.